Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for a post-op check with presyncopal symptoms, rv lead dislodgement was noted. The physician elected to explant and replace the lead. The procedure was completed successfully without adverse consequence to the patient. The patient was stable following the procedure.